Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated the pump emitted multiple loss of prime warnings and the warnings continued after a cartridge change. At the time of the call, the patient told the animas representative that the loss of prime warnings that have occurred in the middle of the night have caused him to have elevated fasting blood glucose (bg) readings of 300 mg/dl the following morning with symptoms of waking up feeling lethargic. In response to elevated bg reading(s), the patient stated he would prime pump and then treat the high bg per hcp¿s recommendation. At the time of troubleshooting, the reporter claimed the loss of prime warnings occurred with cartridges from 3 different boxes. The reporter confirmed there was no damage to the cartridge cap and the cap was tightly secured. The patient also confirmed he was changing the cartridge every 2-3 days and cycling 3 times. However, at the time of the call, the patient informed the animas representative that he was filling the cartridge with refrigerated insulin. The patient was advised to fill the cartridges with room temperature insulin. The reporter was unable to provide lot # of cartridge(s) he obtained loss of prime warnings with at time of call. There was no indication that the product caused or contributed to an adverse event. The patient¿s reported bg reading and symptom do not meet animas¿ criteria of a serious injury. However, this complaint is being reported as a malfunction because the reported issue was not resolved with troubleshooting.